Manufacturer narrative:
The device history records are being reviewed. This event is being reported because this device is the same or similar to PMA # p070014 marketed in the united states. The investigation is currently underway.

Event description:
It was reported that approximately two days after the stent was implanted in the superficial femoral artery, the stent had occluded. Reportedly, the stent was observed to be foreshortened during the initial implant procedure and post-stent dilatation was not performed; however, there was good flow seen through the vessels at the end of the procedure. A surgical bypass procedure is planned.